Event description:
In response to electronic mail received from the healthcare professional, an outbound call was made to end user. The end user reported that after using one out of ten wafers, she experienced granulomas immediately surrounding the stoma that bled at times. Healthcare professional applied silver nitrate and the bleeding resolved. End user did not feel the issue was related to her ostomy appliance. End user reported her stoma measured twenty-eight mm and was flushed. She molded the wafer stoma opening, but then the mass unmolded and partially covered the stoma, so she cut the wafer to clear the stoma. Wear time was five days. No photo is available at this time.